Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the device was received deployed. The balloon was noted to have white particles on the outer surface of the device. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from three openings on the radius portion of the shell. Under microscopic analysis, all three openings noted on the radius of the shell was observed to have striated edges, consistent with damage from a surgical tool. No particles were noted on the inner surface of the valve channel. It was noted that the end of the separated fill tube tip had striated edges, consistent with surgical damage.

Manufacturer narrative:
Medwatch sent to the FDA on 28/may/2019. Device labeling addresses the reported event as follows: warning and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported blue urine. The balloon had a filtration." The device was removed.